Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and a root cause cannot be determined.

Event description:
Olympus was informed of a report that the otv-s400 generated an e116 error. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Since the e116 error occurs when the cpu/gpu fan is unresponsive, it is inferred that the phenomenon was caused by an accidental failure in the cpu/gpu fan or by detachment of the connector of the fan cable.